Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Via email: we have recently been receiving concerns regarding the following product: carefusion illinois bone marrow aspiration intraosseous infusion needle ref din1518x, lot 0001150789. The concern is the protective tubing covering the sharp is dislodging in the packaging, leaving the sharp exposed.

Event description:
Via email: we have recently been receiving concerns regarding the following product: carefusion illinois bone marrow aspiration intraosseous infusion needle. Ref din1518x. Lot 0001150789. The concern is the protective tubing covering the sharp is dislodging in the packaging, leaving the sharp exposed.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. One photo and one physical sample were provided to our quality team for evaluation. Upon inspecting the product, the protective needle cover is observed loose inside the sealed pouch, verifying the reported failure. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Previously the packaging process was automated, and it was identified that the machines pressing process could result in the detachment of the needle cover. Currently the process is completed manually, allowing each product to be evaluated, the reported lot was manufactured prior to the new process being implemented. Based on the quality team's investigation, the root cause is determined to be related to previous packaging process and manufacturing equipment. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter will be helpful in trend identification, driving appropriate corrective actions and supporting our commitment to continuous quality improvement. H3 other text : see manufacturer narrative.